Event description:
It is reported that the patient fell and is experiencing pain and his knee is making a noise. The physician is recommending a revision surgery.

Manufacturer narrative:
Evaluation summary: visual examination of the radiographs confirms a dislocated pin or screw. The dislocated component appears to be the articular surface locking screw. However; the screw on the radiograph appears to be thin and the head cannot be visualized. The anterior aspect of the articular surface locking post is tilted superiorly, indicating anterior liftoff. This liftoff allows for visualization of the gap between the locking post and the tibial component. A locking screw is not visualized in the gap. It is reported that the patient experienced a fall. As a result of this fall, it is possible that the locking screw fractured and then dislocated. It is also possible that an incorrect screw was implanted in the place of the correct locking screw. Operative notes were not provided. The complaint cannot be confirmed. Based on the available info, a definitive root cause cannot be ascertained at this time.: evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.